Manufacturer narrative:
No nonconformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: a product development evaluation was completed: the applicable technique guide was reviewed. Upon inspection of the received implant devices, this complaint is confirmed. The plate and the inter-body spacer were received assembled together; damage is noticed inside the plate orifices and the peek material. The affected peek material is located in the interior adjacent to the medial plate orifices and appears jagged. The two medial plate orifices are cross threaded; these orifices and the two lateral orifices exhibit some blue anodizing missing in the interior. Also, drawing scratch marks can be seen inside the two medial plate orifices. The screws were received stripped, both exhibit worn anodize coating on most of tapered threads (bone and conical) and half of the head driver engagement surface exhibits deformation. Evidence suggests that the screws advanced to engage the plate, most likely in an extreme angle leading to apply excess of force which contributed to cause this complaint and resulting in the damage signs seen on each device. However, it is not clear the screw hole preparation scenario to rule out if the pilot hole was properly done (freehand hole-preparation, hole trajectory off angle/ hole off center and hole depth) or if any other factor could contribute to this complaint such a hard bone condition or implant or implant not properly positioned or mishandled. The applicable drawings were reviewed. These drawings call out the appropriated dimensions, material and finishing processes for respective successful implant designs, no interaction design issue was identified between the spacer and the screws. The screw is designed with bone and conical locking threads; the screw must be inserted at a cranial-caudal angle of 40°±5° and medial-lateral angle of 2.5° to function correctly. Screws inserted within this range will lock to the plate when 1.2n-m of torque is applied. These devices were found to be adequate for their intended use. In conclusion, evidence suggests that the screws advanced to engage the plate and most likely the screw were being inserted in an extreme angle leading to apply excess of force contributing to cause this complaint and resulted in the damage signs seen on the spacer-plate and screw implants. However this is not clear as further information is unknown. The respective implant designs were found to be adequate for their intended use. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: a manufacturing investigation was conducted. The report indicates that: the device was produced and distributed in februar 2014. Our investigation shows that the returned zero-p implant shows significant surface damage to the peek component. The threads of the tan-part are deformed and damaged. The manufacturing review shows that the production procedure was according to the specifications and there were no issues that would contribute to this complaint condition. We assume that the screw was not inserted aligned into the conical thread during the tightening of a screw. This situation could cause the damage at the thread and at the peek part. Because of the damage, the complaint relevant dimensions cannot be checked for dimensional accuracy. No product fault could be detected therefore no further investigation needed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient had an anterior cervical discectomy and fusion (acdf) procedure levels c4-c6 on an unknown date, the parts used in this procedure were competitor's parts. On (B)(6) 2014, the patient was revised due to adjacent level disc disease. Zero-p implants were implanted between levels c3-c4 and c6-c7. The zero-p implant screw threads were stripped and the locking screw would not lock into place. This malfunction occurred at the c6-c7 level. The surgeon removed one of the screws that had been placed and another screw that stripped when inserting in place. A similar zero-p implant was used to successfully complete the procedure with a reported five minute delay. The surgery was completed successfully and the patient outcome was fine. This is report 1 of 3 for (B)(4).